Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm whether the suture breakage issue occurred with three devices in one single procedures. Please provide pc"s # for the remaining procedure, if event occurrence involved 3 separate procedures. Procedure name. Device return status? Additional devices captured in mw 2210968-2020-00051 and 2210968-2020-00052.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture rupture during use. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device al8891 number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1) please kindly confirm whether the suture breakage issue occurred with three devices in one single procedures. We do not have a sample to send a study. Everything happened in the same procedure. Devices captured in mw 2210968-2020-00051, 2210968-2020-00052 and 2210968-2020-00053.